Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by low blood pressure and dehydration. The break in aseptic technique was further described as pt made a mistake/touch contamination. The pt was not hospitalized for the event. On an unreported date the pt was treated with was treated with vancomycin (unknown dose and frequency) for peritonitis. Thirteen days after the onset of peritonitis, the pt was recovered from the event. On an unreported date, the pt was retrained on aseptic technique. At the time of this report, pd therapy was ongoing. Additional information was requested but is not available.